Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The tip of the sheath was bent up and had exposed wires. It was reported that the tip of the sheath was bent up while attempting to cross the septum. The sheath was replaced and the case continued. No patient consequences were reported. The damage resulted in wires/internal components being exposed but did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. Damage was found at the most distal end. The catheter was not pre-shaped. Broken tip is MDR-reportable.

Manufacturer narrative:
On 9-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The tip of the sheath was bent up and had exposed wires. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. A device history record review was performed for the finished device 00001834 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).